Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the iab and stylet were returned for eval. There was no blood on exterior or interior surface of iab. Teflon sheath w/sidearm was on bladder approx 7.8cm from the distal tip of iab and portion of bladder protruding from sheath was unwrapped. Catheter was bent approx 16cm from proximal end of bladder. Catheter inner wire coils were stretched just below proximal end of bladder approx 7.5cm in length, most likely due to improper balloon removal technique by user. Instructions for use states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped, balloon profile will not allow passage through the sheath & attempted removal in this manner may result in arterial tearing, dissection or balloon damage." In-house .025" swg was fed through luer end and a piece of dried blood approx 1.2cm in length exited central lumen with no resistance encountered. Vacuum was pulled on iab and held. The sheath was moved onto catheter with ease. There were slight traces of blood in the folds of wrapped bladder under sheath. Bladder was measured and within specification. Iab was submerged and pressurized in water; no leaks were observed in iab and bladder. Catheter was cut down approx 5.8cm and 10.8cm above bifurcation for further eval. Inner layer of catheter could be separated from outer layer of catheter; however, this damage potentially occurred as a result of force applied by user. Reported event was confirmed. There was a dried blood clot in the central lumen that potentially could have contributed to the inability to acquire an arterial pressure waveform due to lack of patency.

Event description:
It was reported that this intra-aortic balloon (iab) was not used on a pt. The ward manager stated that there was no pressure waveform displayed. The staff checked all possible connections and pressure sources as well as another trigger mode, re-ap zero. As a result, the staff tried another iab and "everything was fine."